Event description:
While troubleshooting an rv (reaction vessel) jam on unicel dxi 800 access immunoassay analyzer with a bci customer technical support (cts), a customer noted sparks at the tip of the forceps. The cts made the appropriate precautionary statements including use of personal protective equipment (ppe) and safety around electronic boards prior to troubleshooting. The customer was using forceps to remove rvs from the floor of the instrument around the bulk feeder module. The customer stated that the forceps touched a group of wires and sparks were seen at the tip of the forceps. The cts recommended that the customer discontinue using the forceps for the remainder of the troubleshooting call. The fire department was not dispatched, and there was no injury or harm caused to the customer due to this event.

Manufacturer narrative:
Service was not dispatched as there was no hardware failure associated with this event. The instrument has all appropriate safety ratings. Use error is the root cause for this event.